Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received.

Event description:
It was reported that the customer over-corrected via bolus delivery and temporary basal rate for the blood glucose (bg) level of 295 mg/dl. The next morning the bg was 30 mg/dl and juice was consumed. Reportedly, the customer discussed the event with a healthcare provider.